Event description:
It was confirmed that no troubleshooting was performed. The cause of the high impedances was not known.

Event description:
It was reported that a patient had high impedances and "out of range" (oor) results. It was noted that the patient had "fine stimulation and felt good". There were high impedance values of greater than 10,000 ohms and of greater than 40,000 ohms. It was stated that there was no harm or injury to the patient and no actions were required as a result of the event. It was further stated that the impedances were measured on (B)(6)2013 at 0.7v and contact 7 was greater than 10,000 ohms. The impedances were measured on (B)(6) 2013 at 3.0v and contact #7 was greater than 40,000 ohms.

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).